Event description:
Patient was scheduled for a left cataract extraction with intraocular lens. Md noticed an unfinished edge on the implant after it was placed. Md informed patient in post anesthesia care unit before discharge. No adverse effects to patient and lens was not removed.